Event description:
Clinician reports that he treated pt with membragel over straumann allograft, around an implant. The tissue facial to the graft was inflamed at one week and at 2 weeks was abscessed/infected. He stated he pushed on the tissue facial to the implant and the membragel exfoliated out through the sulcus. He saw her at 3 weeks and she was doing fine.

Manufacturer narrative:
Manufacturer completed a review of the manufacturing records and found the product to be within specification.